Manufacturer narrative:
The analysis print out indicated hydromorphone 40 mg/ml at 8.127 mg/day and bupivacaine 20 mg/ml at 4.063 mg/day were used within the pump. The pump was found to be overinfusing by more than 14.5% at standard testing conditions and a typical therapeutic rate of 300 mcl/day. This overinfusion had an undetermined root cause. Long-term infusion testing results may be provided at a later time in a supplemental report. Conclusion code no longer applies to this event. Previously reported device code (B)(4) no longer applies to this event.

Manufacturer narrative:
Long term testing complete. The long term test is an engineering test and does not affect current analysis or analysis coding.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone 40mg/ml and bupivacaine 20mg/ml (doses and lot numbers unknown) via an implantable infusion pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. Pump volume discrepancies were observed on at least 5 occasions where the actual residual volume (arv) was greater than the expected residual volume (erv). On (B)(6) 2015- the erv was 3.9ml while the arv was 6ml; on (B)(6)2015. The erv was 3.7ml while the arv was 6ml; on (B)(6) 2015 the erv was 4.9ml while the arv was 7ml; on (B)(6) 2015 the erv was 3.9ml while the arv was 5ml; and on (B)(6) 2015 the erv was 4.3ml while the arv was 8ml. It was unknown if any diagnostics or troubleshooting was performed. The pump was replaced on (B)(6) 2016 and the issue was resolved. The reason for the pump replacement was reported as battery is depleted. There were no patient symptoms reported. Patient outcome following replacement was recovered without sequela. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies found during destructive analysis. Analysis is complete and current analysis coding will remain unchanged. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Describe event or problem, other relevant history: updated to incorporate information received on 2017-jan-12. Model #/lot #: updated to reflect current UDI status. (B)(4) utilized instead. Device code added to also reflect information received on 2017-jan-12. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving 40.0 mg/ml of hydromorphone at 8.127 mg/day and 20.0 mg/ml of bupivacaine at 4.063 mg/day via an implantable pump for post lumbar laminectomy syndrome and non-malignant pain. On 2017-jan-12, it was reported that during the patient¿s refill appointment on (B)(6) 2015, the patient reported lower back and bilateral lower extremity pain. The patient noted that, a few months prior to the refill date, they had difficulty with fatigue and weakness in their legs. The bupivacaine was removed to determine if it was the cause, but the patient¿s weakness was continued. The bupivacaine was added back during the pump refill on (B)(6) 2017, as the patient noted that their pain was ¿much more pronounced¿ without it. The patient also reported difficulty in the sacroiliac region and achy muscles and muscle spasms. The patient was noted as having muscle weakness, pain localized to one or more joints, and limb weakness during the office visit. Lumbar spine range of motion was pain limited in extension and extension coupled with rotation increased the patient¿s pain. The patient was able to rise from seated with mild difficulty. The patient had some lower lumbar paraspinal muscle tenderness as well as gluteal muscle tenderness with I identifiable trigger points and positive jump sign. The patient had well-healed surgical scars overlying the intrathecal pump in the lower left quadrant of their abdomen. The patient had the impression of lumbar post-laminectomy syndrome, sacroiliitis, myofascial pain and spasm, and myalgia. The patient received trigger point injections of 4 cc of 2% lidocaine, 4 cc of 2% marcaine, 40 mg of depo-medrol and 60 mg toradol into 5 preselected focal points of tenderness in the bilateral lumbar paraspinals and gluteal musculature. The patient was assessed for chronic pain syndrome, post laminectomy syndrome (lumbar region), thoracic or lumbosacral neuritis or radiculitis, myalgia and myositis, and backache. Additional information was also received regarding the patient¿s refill on (B)(6) 2015. It was reported that the patient was still experiencing aching pain with low back and hip pain. The patient indicated that they felt that their pump had not been working as well to control their pain. The patient was worried that they were becoming intolerant to the medication and was experiencing an aching and dull sensation largely in the lower back and sacroiliac region. The patient presented with pain localized in one or more joints. The patient did note that their pain level was elevated because of confusion on the appointment times. The patient was examined and some mild lower lumbar paraspinal muscle tenderness was identified without distinct trigger points. The patient was able to rise from seated position with mild difficulty and walked with a slow, stiff, but non-antalgic gait. The patient's lumbar spine range of motion was limited in extension, extension coupled with rotation does increase pain. Mild lower lumbar paraspinal muscle tenderness was also noted. The impression of the office visit was the same as that of the (B)(6) visit. The volume discrepancy of an actual residual volume at 8 ml and an expected volume 4.3 ml previously reported was also noted. The patient¿s managing healthcare provider was concerned about pump failure and whether there was some difficulty with the rotor on the pump as the patient had a high medication concentration in the pump. The patient¿s eri was also noted as being in 8 months from that date, so pump replacement was requested. The patient¿s medical history included post lumbar laminectomy pain syndrome and lumbosacral neuritis. The patient¿s concomitant medications included hydrocodone 10 mg-acetaminophen 325 mg tablet, taken 1 tablet by oral route four times per day for 30 days as needed; cymbalta 60 mg capsule delayed release, taken 1 by oral route daily; advil 200 mg tablet taken 1 tablet by oral route daily; dexilant 60 mg capsule delayed release, taken 1 by oral route daily; flomax 0.4 mg capsule taken 1 by oral route daily; and atenolol 50 mg tablet, taken 1 by oral route at bedtime.

Manufacturer narrative:
Conclusion code - no longer applies to this event.